Manufacturer narrative:
Investigation is ongoing. Valve remains implanted.

Event description:
As reported, approximately 3 years, 2 months post successful tf tavr the patient has been brought back for a planned valve in valve due to valve failure. ''The max velocity is now 4 and mean gradient is 36.'' Medical records were received and reviewed. The most recent tte performed showed evidence of stenosis of the aortic valve. The mean gradient across the valve was 36 mmhg, max velocity of 410 cm/sec, ava (I,d) 0.67 cm2 and ava index 0.41. The patient recently presented with ''dyspnea on exertion, in atrial fibrillation with a rapid ventricular rate.'' They had a medical fall 1 month ago and broke their clavicle. The patient was referred to the valve clinic for review with CT surgery and interventional cardiology.

Manufacturer narrative:
H.6 codes updated based on evaluation. The valve was not returned for evaluation. A device history review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints related to valve stenosis. During manufacturing of the sapien 3 transcatheter heart valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The IFU was reviewed. Physicians are warned that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. Potential risks associated with the overall procedure including potential access complications associated with standard cardiac catheterization, balloon valvuloplasty, the potential risks of conscious sedation and/or general anesthesia, and the use of angiography. Additional potential risks associated with the use of the valve, delivery system, and/or accessories include valve stenosis, valve degeneration, and structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis). No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The valve stenosis was confirmed based on medical record. A review of the DHR, lot history, and complaint history provided no indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''approximately 3 years, 2 months post successful tf tavr the patient has been brought back for a planned valve in valve due to valve failure.'' Per medical records, ''the most receive tte performed showed evidence of stenosis of the aortic valve. The mean gradient across the valve was 36mmhg, max velocity of 410 cm/sec, and valve area less than 1 cm2.'' Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Review of medical record confirmed that patient had history of hyperlipidemia, which a known risk factor for bioprosthetic valve calcification due to elevated cholesterol being implicated in the calcification process. Tissue calcification may in turn contribute to the narrowing of effective valve area due to leaflet thickening/stiffening, and give rise to elevated pressure gradients, as reported. As such, available suggests that patient factors (hyperlipidemia) may have contributed to the reported event. H3 other text : valve remains implanted.